Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc inquired if the quality control (qc) was in range and the customer stated that qc was in before and after the discordant results. The ccc requested the customer to run qc again, which resulted in range. A siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc stated that the customer is using greiner tubes. Greiner tubes need to be spun at 200-2200 g-force for 15 minutes. The customer stated they are using a stat spin express and this only spins for 3 minutes. The cause of the discordant, falsely depressed sodium and chloride results is sample related. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s). The results were not questioned by the physicians(s). The same samples were repeated on an alternate dimension exl instrument, resulting higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium and chloride results.